Manufacturer narrative:
The device is currently being returned to the resmed manufacturing facility for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed a system fault (sf 74) indicating a software task error occurred and performed a safety reset. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was received by the resmed an investigation was performed. The reported complaint of system fault 74 was confirmed through review of the device data logs. The investigation determined that the device fault was due to a software problem. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).